Event description:
Attempted to obtain right radial artery access to perform a cardiac catheterization. Radial artery sheath dilator was defective with an abnormally small end hole, it had to be discarded and a new kit with dilator used. This has been a recurring problem with the terumo glidesheath slender stainless steel kit ref # 80-1060 that our facility has been using. Our terumo rep has been notified but nothing has been done. This has been a sporadic problem over the past 12-14 months. It appears to this reporter that it is a quality control problem and is not lot specific. FDA safety report ID# (B)(4).